Event description:
The catheter dislodged and became coiled outside the intrathecal space. The distal segment of the catheter was revised. Patient outcome was not reported. The pump medication was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).